Event description:
Country of complaint: (B)(6). Loosening of tibia component. Revision surgery of mios columbus tibia component due to loosening of the junction to the cement.

Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.